Event description:
(B) (4). It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The patient presented with multi vessel disease and was referred for cardiac catheterization. The index procedure treated the 75% stenosed 3.0x10mm target lesion located in the 1st obtuse marginal branch. Treatment consisted of pre dilation with an unspecified balloon inflated to 8 atm's, the placement of a 3.0x12mm taxus liberte study stent and post dilation with an unspecified balloon inflated to 20 atm's resulting in 10% residual stenosis. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations, the final result being confirmed by angiography. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)